Manufacturer narrative:
The cause of breakage during bending of the plate cannot be determined. As noted in the surgical technique, the plate can be bent to a maximum of 15 degrees in either direction. Additionally, to maintain the integrity of the occipital implant, the plate must be bent in one direction only. Device implanted, not returned.

Event description:
International affiliate reports that the tab of the spinal plate broke when being bent during a surgical procedure. The plate, minus the broken tab, was implanted with no adverse consequences to the patient. Note: the tabs on two additional plates broke when being bent during this same procedure. However, those plates were not implanted. As a compromised device was implanted, a medwatch report is being filed to document this event.